Event description:
Info received indicates the brake pedal would go into the brake position but the brake caster would not hold.

Manufacturer narrative:
The technician found the brake detent was cracked and broken in half. He replaced the brake detent to repair the bed. (B)(4) is a field corrective action which replaces the brake detent mechanism. This is a post mod failure.